Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to t-wave oversensing, with a small amplitude noted. Fluoroscopy imaging showed the implanted electrode had dislodged. The associated electrode was revised and remains in service. This s-ICD remains in service. No adverse patient effects were reported.